Manufacturer narrative:
Reported event of sensing noise was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal indicated normal functionality. Analysis performed, including output verification, sensitivity test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of noise or pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: 2017865-2023-51280. During a remote follow-up, noise lead damage was observed on the right atrial (ra) and right ventricular (rv) channels of the device. A connection anomaly was the suspected cause of the event. Additionally, rv lead damage was suspected but not confirmed, and remains implanted. The device was explanted and a new device was implanted with the existing ra and rv leads to resolve the event. The patient was stable.